Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for a scheduled lead explant procedure. The right atrial lead exhibited loss of capture at high output settings, oversensing which led the physician to suspect that the lead had dislodged. The lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery. The patient would continue to be monitored.